Manufacturer narrative:
Concomitant medical products: lda210q65 lead, implant date: (B)(6) 2019; cd3357-40q ICD, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately nine months post implant, the pacing lead dislodged. The pacing lead was capped and replaced. No patient complications have been reported as a result of this event.